Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be discolored when powering on. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, evaluation revealed that the time and date was found to reset to factory default when the battery was removed for six hours during testing; the internal clock battery was observed to be leaking and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013.